Event description:
Initially the customer contacted baxter's technical service center for therapy assistance on the homechoice (hc) during use for peritoneal dialysis (pd) therapy. The solution was provided over the phone. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012 baxter product surveillance contacted the home patient (hp) to follow up on the initial call for therapy assistance and during the conversation the hp stated that he is no longer on peritoneal dialysis (pd) and that he switched to hemodialysis (hd) about two months ago. The hp stated that he had developed peritonitis within the last eleven months. The hp did not remember the date. The hp stated that the peritonitis was related to his pd therapy. The hp stated that he was treated for the peritonitis and that he is currently okay (recovered). The hp did not provide any additional information. On (B)(6) 2012 baxter (B)(4) spoke with the peritoneal dialysis nurse (pdn) to follow up on the report of peritonitis. The pdn stated that she can no longer access the patient?s files. The pdn declined to provide further information.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed because the disposable set was not returned to baxter and the complaint investigation did not describe any types of use errors that might have caused potential contamination. The assignable cause is determined as no device malfunction or use error identified. A review of all batch record documents was performed on potential lots h11g28094, h11f06076, h11e13066, h11b05028, h11a20011, h11a18023, h10l13064, h10k15020, h10j22010, and h10i17094 with no issues noted during the manufacturing process. A review of all batch record documents was performed on potential lot h11f27031 with no issues noted during the manufacturing process. The exception summary was reviewed for this batch with an exception noted for the batch but the exception did not indicate any issues related to the complaint. A review of all batch record documents was performed on potential lot h11d12111 with no issues noted during the manufacturing process. The exception summary was reviewed for this batch with an exception noted for the batch but the exception did not indicate any issues related to the complaint. There were no deviations from standard procedure.

Manufacturer narrative:
(B)(4). Upon further review of complaint information it has been determined that the actual product code of the device involved in this incident is unknown. The device could be one of two potential codes that have the same brand name and 510k number which was provided in the initial MDR. Should additional information become available, a follow-up report will be submitted.